Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unspecified date in the same month as the onset, the patient was hospitalized for the peritonitis. The patient was treated with injection vancomycin (1 gram, frequency and route not reported) and injection fortum (1 gram intraperitoneally and frequency not reported) for peritonitis. The cause of the peritonitis and the patient¿s outcome were unknown. The action taken with pd therapy was not reported. No additional information is available.